Event description:
Pt's bp was unstable so norepi ordered. Pt had 4 modules running medications and propofol was turned off so to make space for norepi, nurse pulled propofol line out of module and inserted norepi. Pt hr and bp dropped despite getting norepi and when nurse was looking at bp on the monitor, noticed the propofol dripping at a fast rate. Nurse traced the line back and it was still connected to the pt. Module or line malfunction to keep clip closed and large amount of propofol was delivered to the pt. The pt hr and bp continued to drop. Pt was given atropine and after 5 mins recovered to normal vital signs. At this point the pt's daughter decided to withdraw care. Nurse mgr with staff member when issue occurred. Alaris module should engage square safety clamp with IV tubing is removed from module - this is a safety mechanism of the tubing and module. The safety clamp did not engage when removing the propofol tubing from the module. Nurse stated that when she removed the norepi tubing from the same module later that afternoon, the safety clamp did not engage again. Pump removed from service.